Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant attempt the physician was unable to pass the guidewire or stylet through the lead. The guidewire was placed on the target vessel and it was impossible to make the lead advance. The issue was with the initial portion of the lead, even with the stylet advancing from the back same was observed. Heparin was injected without success so another lead was implanted. No patient complications have been reported as a result of this event.